Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the pca burnt. A device was returned to a manufacturer/third-party service center. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.